Event description:
It was reported that the pump touch screen display was damaged and unreadable. Customer's blood glucose level was 280 mg/dl. The customer reverted to manual injections for insulin therapy.